Event description:
Initial glucose result of 1.6 mg/dl. Same sample repeated and gave result of 0.5 mg/dl. Same sample repeated on a different instrument, different method, gave result of 98 mg/dl. Same sample then repeated on initial analyzer and gave result of 90.5 mg/dl. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.